Event description:
It was reported that pump touchscreen was cracked and shattered, with damage under screen protector, which made display illegible and touchscreen unresponsive, and cause of damage was unknown. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, technical support confirmed warranty and shipping details, instructed customer to place pump into storage mode, return damaged pump using prepaid label, and set up replacement pump by reentering pump settings and reconnecting continuous glucose monitor.